Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for the lot number: p13021, with expiration date 02/01/2016 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot/batch record review and lot/frequency analysis for the lot number: p13021 no CAPA was required. Additional information was received on (B)(4) 2014. Ptc investigation results were added. Text was amended accordingly.

Event description:
Based on additional information received on (B)(4) 2014, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of hospitalization for event of synovialitis was added. This unsolicited device case was received from (B)(6) on (B)(4) 2014 from an orthopedist. This case concerns a (B)(6) female patient who experienced synovialitis while receiving treatment with synvisc injection. Medical history included for gonarthrosis several years treated with hyaluronan acid which was well tolerated. No concomitant medications and concurrent conditions were reported. On an unknown date in 2014, the patient started treatment intra-articular synvisc injection, (batch/lot number: p13021 and expiration date: 02/01/2016; dose and frequency: not provided) into unspecified knee for gonarthrosis right knee joint. On (B)(6) 2014, the patient received second synvisc injection. On (B)(6) 2014, after unknown latency, the patient experienced synovialitis (severe reaction in knee) with reactive effusion on following which therapy was interrupted and the scheduled 3rd injection was not given. On (B)(6) 2014, the patient was admitted to hospital and had 2 arthroscopies. Later, on (B)(6) 2014, patient got discharged. It was reported that the reaction disabled her in her daily life and movement of the right knee was restricted. The orthopaedist assessed the causal relationship between the reaction and synvisc as probable. Action taken: stopped temporarily. Outcome: recovering/resolving for synovialitis. Serious criteria: hospitalization for event of synovialitis. Additional information was received on (B)(4) 2014 from an orthopedist. Patient's age, pregnancy status and historical condition were added. Suspect device information (action taken, start date, stop date and indication) were added. Movement of right knee restricted added as symptom of the event of synovialitis. Also, start date for the event of synovialitis was updated and seriousness criterion of hospitalization added to the event. Clinical course was updated and text amended accordingly.